Manufacturer narrative:
(B)(4). Clinical investigation concludes that the peritonitis event was likely related to the reported fluid leak. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by patient that the cycler alarmed for air detected in the cassette and drain complications. The treatment was cancelled. The next day during step one in set up patient noticed that the rim of the pumps have moisture/fluid. The patient¿s peritoneal dialysis registered nurse (pdrn) later stated that on (B)(6) 2017 patient reported abdominal pain and cloudy peritoneal dialysis fluid, and the patient was hospitalized on (B)(6) 2017 due to peritonitis. The patient was transitioned from peritoneal dialysis to hemodialysis while in the hospital. The patient was treated with an unknown antibiotic. The patient¿s pdrn stated that the peritonitis was related to the fluid leak. The culture results/white blood cell count were requested but were not available. The set was discarded.